Manufacturer narrative:
"The event of lead migration - post revision for lead migration was reported to abbott. Patient states they picked up a six pack of water while forgetting about their restrictions. Swelling noted at anchor site and previous reaction to tape used at ipg location. X-rays were taken and examined by the physician, the right lead, appears to have slipped down slightly but still in t6. Patient states they're getting excellent relief and no change in coverage following incident. Impedance is normal. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined."

Manufacturer narrative:
B3-date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6).

Event description:
It was reported that patient experienced ineffective therapy due to slight migration of the left lead migration. The issue was confirmed via thoracic x-rays and surgical intervention may take place to address the issue. The investigation was unable to determine the lead that migrated.